Event description:
Venipuncture to left forearm pre-cardiac catheterization. Rn attempted to thread catheter but resistance met. Catheter removed from pt intact. Telfon coating noted to be peeled back from tip of needle. Device removed intact.